Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the insufflation inlet connection of 2 universal seals were broken off. The procedure was completed as planned. No fragment fell into the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the damage occurred at the insufflation port, resulting in air leakage. The air leak led to a sudden loss of insufflation, though there were no complications or injuries to the patient. Both seals were used during the same procedure and experienced similar damage, with each having the insufflation port broken off. Additionally, the reporter noted that two universal seals were broken, with one being taken off the field by a vendor representative. Despite the issues, no intraoperative photos or videos were provided for review.

Manufacturer narrative:
The probable root cause of the customer-reported issue is attributed to the damaged universal seal.

Event description:
Refer to h11 for follow-up information.